Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patient's embolization remains unknown.

Event description:
According to the initial information received, after implantation of an 8mm amplatzer septal occluder (aso), atrial flutter was induced possibly caused by the aso in contact with the pacemaker leads. The aso then embolized and was percutaneously retrieved in the descending aorta. Due to a small atrial septal defect and a rather large septal wall, a 25mm amplatzer pfo occluder (pfo) was implanted with a very good result. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.